Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and a drain was used. When the drain was opened, it was found that there was a human hair in it. The product was not used for the patient. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the shipping box, inside the implant box, or directly on the device?) On the device. Is it possible that the foreign material fell into the packaging upon opening the device? Unk. Were the seals on the foil still intact when the package was opened? Unk please perform and document the follow up attempt for product return. The device has been shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(6). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) additional information: d9 h3 evaluation: product sample returned for analysis. Complaint sample review : one complaint sample was received for evaluation, product was inspected visually, below were detailed findings: 1. Drain was cut-off from the joint, and there was no trocar in the package. 2. Package was in teared-off condition, and a small container was also received in the package. 3. There was a hair sticked with a adhesive tape inside the plastic container. Since, the package / product integrity is required to complete a holistic investigation of such defect, which in this case is missed, and scope of investigation is very limited. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Documents review : during investigation of complaint, batch review of in-process and final packaging inspections, as well as the manufacturing process is performed, these products are reported to be manufactured, inspected, and packaged in conformance with customer's specifications and have been found to be acceptable within all parameters. No discrepancy as per the reported defect is observed. Retention sample review : no negative observation was found. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.